Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying the "error 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began approximately a month ago prior to contacting lfs. The patient indicated she is on insulin to manage her diabetes. Despite the alleged issue, the patient claimed she did not take any action regarding her diabetes regimen. On (B)(6) 2011 at 1:55pm, the patient reported feeling shaky. In spite of her symptom, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the patient had used the subject meter before, the patient's process for testing was correct, the test strips were in good condition, and the test strip drew in the blood sample; however the alleged error message was not resolved through a blood retest. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed a serious injury after the alleged meter issue began.